Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up evaluation of the patient system, the non-bsc left ventricular (lv) lead displayed pacing impedance higher than 2000ohms. Upon review of the original implant measurements, the lv lead impedance measurements were elevated but within normal range. This high measurement had been previously noted five months ago; however, the patient remained too weak for any intervention. It was initially decided to wait and continue to monitor the lead along with the patient's health. Today, the physician revised the lead, and during the procedure a lead-header connection issue was observed. As it was felt that connection issue was probable cause for the high impedance measurements observed, the physician properly reestablished connections. Subsequent lv testing indicated normal performance and the lead had not moved from location, therefore it remains implanted. Additionally, this device had been included in the subpectoral advisory ((B)(4) 2009), so it was repositioned in the pre-pectoral muscle as a precautionary measure. No additional adverse effects were reported.